Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was hospitalized for an episode of ventricular tachycardia. This rv lead also displayed a low out of range impedance measurement. The physician suspects that there may be a lead fracture or insulation issue with the associated right ventricular (rv) lead. The device memory revealed several episode of non sustained ventricular tachycardia (nsvt) with noise. Boston scientific technical services did a data evaluation and confirmed the measurements. They provided troubleshooting solutions and felt this issue was due to a possible lead issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available, this investigation will be updated.

Manufacturer narrative:
Subsequently, this product was explanted and replaced with another boston scientific lead. Post implant, all measurements were good and no adverse patient effects reported. Additionally, no lead integrity information was communicated during the revision notification. Should this product be returned in the future, a follow-up report will be submitted.